Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch (lbb) lead was unable to engage at the intended lbb location. The lbb lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage noted at the distal region. All damages found are consistent with procedural damage.